Manufacturer narrative:
Sample will be returned. Upon completion of the investigation a supplemental report will be filed. Pir # (B)(4).

Event description:
Phlebitis occurred during use with a bd q-style device. Pt obtained an abscess. Pt was treated with oktinisept and bandage.